Event description:
Information received from the field notes that while the patient entered through "eas" gates, she "felt funny". The patient' s physician had her use an event recorder to record any changes while she walked through the "eas" gates. During one such event, the patient's peak heart rate was recorded at 175 bpm.